Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter phone: (B)(6).

Event description:
It was reported that distal shaft break occurred. The target lesion was located in the severely stenosed (greater than or equal to 70%) coronary artery. A 3.00 x 24mm synergy ii drug eluting stent was selected for use. During preparation, the device was stuck in the balloon protector, and it could not be removed. It was noted that the tip of the delivery shaft was fractured at approximately 40mm from hub outside the patient. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable post procedure.

Manufacturer narrative:
D4: lot number: lot number corrected from 0029603177 to 0030555793. E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter phone: (B)(6).

Event description:
It was reported that distal shaft break occurred. The target lesion was located in the severely stenosed (greater than or equal to 70%) coronary artery. A 3.00 x 24mm synergy ii drug eluting stent was selected for use. During preparation, the device was stuck in the balloon protector, and it could not be removed. It was noted that the tip of the delivery shaft was fractured at approximately 40mm from hub outside the patient. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable post procedure.

Manufacturer narrative:
D4: lot number: lot number corrected from 0029603177 to 0030555793. (B)(6). Device evaluated by MFR. : a 3.00 x 24mm synergy device was returned for analysis. A visual and tactile examination of the hypotube shaft identified no damages. The device was received in two sections as a result of a break which occurred in the polymer extrusion at the site of the guidewire exit port. A visual and tactile examination of the distal extrusion identified no kinks. A microscopic examination of the break site identified that the polymer extrusion was stretched. A visual and microscopic examination of the crimped stent found no damages. The stent was securely positioned between the proximal and distal markerbands. A microscopic examination of the balloon material identified no damages. The balloon was tightly folded and did not appear to have been subjected to any positive pressures. A microscopic examination of the tip identified no damages.

Event description:
It was reported that distal shaft break occurred. The target lesion was located in the severely stenosed (greater than or equal to 70%) coronary artery. A 3.00 x 24mm synergy ii drug eluting stent was selected for use. During preparation, the device was stuck in the balloon protector, and it could not be removed. It was noted that the tip of the delivery shaft was fractured at approximately 40mm from hub outside the patient. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable post procedure.